Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual: the filter was returned inside the y-body. The customer stated that the filter was placed in the y-body after retrieval. The pusher catheter was returned bent approximately 29.4cm from the proximal end of the handle. This will be considered an incidental finding as no bends were reported by the user and likely occurred during packaging for return. The touhy-borst adapter was tight. The storage tube was returned separated from the y-body. No bowing or skiving was noted to the storage tube. Functional/performance evaluation: the touhy-borst was loosened. An attempt was made to advance the filter from the y-body. This proved unsuccessful. The pusher catheter and filter were retracted from the y-body. The pusher wire was found to be bent. It is unknown whether the pusher wire bent during the attempt to advance the filter during functional testing or whether the pusher wire bent as the user inserted the filter into the y-body after retrieval. Therefore, the bent pusher wire will be considered an incidental finding as there was no reported advancement difficulties during deployment. The filter contained all 6 arms and 6 legs present and intact. Four legs were found to be crossed upon removal. However, it is unknown if these limbs were crossed while implanted. Medical records review: as medical records were not provided, a review could not be performed. Conclusion: the filter was returned inside the y-body. The investigation could not be confirmed based on the returned sample condition; however, failure to expand was confirmed from the images provided. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural/patient factors contributed to this event. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath; precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure; potential complications: failure of filter expansion/incomplete expansion the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. Images were provided and a review of the images are currently underway. No medical records have been made available to the manufacturer. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment the filter did not fully expand. Jugular access was gained, and the filter was successfully retrieved with a snare device. Another filter was deployed without incident. There was no reported patient injury.

Manufacturer narrative:
Image review: based on a review of the images provided, the filter did not fully expand within the ivc can be confirmed. The investigation of the reported event is currently underway.